Manufacturer narrative:
Investigation summary: bd received ten (10) samples for investigation. Five (5) samples were randomly selected and evaluated by functional testing and the indicated failure mode for 'cap pop off' with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 3000 times. The following information was provided by the initial reporter. The customer stated: customer manually removes the hemogard cap in laboratory prior to analyzing the sample. When recapping back, the cap will move up slowly and become uncapped. Even after pushing the cap downwards harder, the cap will still become uncapped. It is customer's practice to recap and rest the tubes upright in a rack after analysis and before discard. However, when mlt proceed to discard, the cap often becomes uncapped and this has cause the serum spillage onto the laboratory floor. This frequent spillage is causing bad smell in laboratory and it takes times to get rid of the smell even after multiple times of cleaning.